Manufacturer narrative:
H.6. Investigation summary: two samples and four photos were provided to our quality engineer for investigation. Upon visual inspection, the thumb press and rod of the plunger are observed to be broken. A device history review was performed for the reported lot 1903204, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. The areas where pieces move within the manufacturing equipment is protected to avoid damaging the product. While we cannot identify a direct issue, it was determined this incident likely occurred due to the product jamming within the manufacturing equipment. Manufacturing personnel have been notified to increase awareness of this matter. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. Root cause: damage or hit on plunger during manufacturing process or against any manufacturing equipment.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe plunger rod was broken before use, and the missing piece was not found in the packaging. This occurred on 4 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "the nurse opened at least 3 syringes to find that the plunger was broken and the missing piece of the plunger was not in the packaging. The reporter of the incident found a sealed packed syringe with the same problem."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe plunger rod was broken before use, and the missing piece was not found in the packaging. This occurred on 4 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "the nurse opened at least 3 syringes to find that the plunger was broken and the missing piece of the plunger was not in the packaging. The reporter of the incident found a sealed packed syringe with the same problem."